Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had stuck button alarm. The customer¿s blood glucose was unknown at the time of incident. Customer stated they were unsure if they pressed a button down for 3 minutes or longer. Customer stated the insulin pump was not exposed to a change in altitude. The insulin pump will not be returned for analysis.